Manufacturer narrative:
The returned teligen was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this device was explanted and replaced for declaring a fault code error. No additional adverse patient effects were reported. This device was returned for analysis.